Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate high voltage therapy due to noise. Review of the egms confirmed oversensing and delivery of inappropriate shock indicative of possible lead issue. The lead was capped and replaced. Patient was fine post-procedure.